Manufacturer narrative:
D10 ¿ product received on: 11sep2019. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complainant returned two catheters to cook for investigation. Physical examination of the returned device showed: both catheters had slight biomatter throughout the devices, but no surface damage. A rotation test for the tubing found that the flares for both catheters were not securely seated within the cap, and a leak test confirmed the presence of leaks at the cap-to-tubing interface. Dimensions deemed relevant to the failure mode were analyzed (number of visible threads and distance between cap and hub), and found that one catheter was manufactured out of specification while the other was manufactured within specification. Re-training for this department was completed on 31jul2019 due to implementation of the new gap gauge measurement. Since this lot was manufactured prior to this implementation date, no further re-training for this issue will be completed. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The instructions for use (IFU) supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related subassembly lots revealed no reported nonconformances. A review of complaint software found two additional complaints received from the field for this lot, both for leakage. Based on this information, there is evidence that nonconforming product exists out in the field. Based on the information provided, inspection of the returned product and the results of the investigation, it was concluded that a manufacturing and quality control deficiency contributed to this incident. Corrective actions including implementation of a gap gauge and retraining were performed. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was selected for biliary drainage with percutaneous transhepatic cholangiography in a male patient. During the procedure, the catheter was placed in the target location. While injecting with saline, it was discovered the catheter leaked at the hub. A replacement device from the same lot was also found to leak at the hub after placement. A third device from the same lot was then placed, but this device was also found to leak. An attempt was made to stop the leak with adhesive plaster on this device but was unsuccessful, as it was stated "the catheter does not work as the underpressure [sic]." A fourth catheter from a different rpn was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.